Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure of mitraclip(50130a1090,cds0707-xtw), one gripper was unable to raise and lower during independent gripper actuation. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.